Event description:
Additional information was received which reported that according to the physician, the dcs could be excluded as a causal/contributing factor to the dissection and subsequent occlusion. The patient had an enlarged ascending aorta, which may have contributed to the dissection.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon. The valve and delivery catheter system (dcs) were inserted into the patient. Before the start of deployment, imaging was performed to check the placement of the valve. Subsequently, an aortic dissection was observed around the sinus of valsalva (sov) and sinotubular junction (stj). The system was withdrawn from the patient and changed to a non-medtronic (navitor) valve large enough to cover the ascending aorta. The transcatheter aortic valve replacement (tavr) procedure was continued. The non-medtronic valve was implanted with out any problems, however, upon contrast imaging, the main trunk of the left coronary artery was blocked. There was a high possibility that the dissection was prolonged, so a stent was placed in the left main coronary artery and the procedure was completed. It was reported that the cause of the dissection was most likely due to calcification that damaged the stj during the pre-implant balloon aortic valvuloplasty (bav). No additional adverse patient effects were reported.